Event description:
It was reported that the polymer jacket of an asahi regalia xs 1.0 guide wire had torn off during a percutaneous peripheral intervention to treat an unspecified artery of the lower extremity. The guide wire was delivered via a radial access when difficulty of delivery was met at the aorta through iliac artery due to vessel tortuosity. Using pull-through technique, a snare was delivered via a femoral access to support wire advancement. The guide wire was able to pass the aorta into the iliac artery. However, the snare caused elongation of the coil of the guide wire and torn the polymer jacket on top of the coil. A new guide wire was replaced to resume the procedure. Plain old balloon angioplasty was performed to successfully establish blood flow. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). The regalia xs 1.0 guide wire was returned for evaluation. Helical deformation was observed on the returned guide wire at approximately 70mm distal to the proximal solder that was originally set at 120mm from the tip. Distal to the deformed, the fractured coil was exposed. The fractured coil was elongated for approximately 220mm distal to the deformed segment. The polymer jacket was torn with elongated coil at the mid solder that was originally set at 25mm from the tip. At approximately 15mm distal to the mid solder, the core was found fractured. Fracture ends of the coil and core were microscopically observed. It found that both fracture ends were necked, indicating both fractures were caused by tensile stress. Measurement of the returned guide wire suggested that fracture location of the core and coil were at approximately 10mm and 5mm from the tip, respectively; the polymer jacket was torn at approximately 5mm from the tip. The tip segment was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tensile stress generated by snaring had most likely contributed to the observed fracture of the core, elongation of the coil and tearing of the polymer jacket. It was concluded that this event was not attributed to product quality. The returned guide wire had a missing part; therefore, it was unable to completely rule out a possibility that the separated tip could be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.